Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had damaged jaws of tools that did not grasp tissue. Tools used for laparoscopic cholecystectomy, hernia and bowel surgery. High grasping power was not used during these operations. There were no reports of patient harm.